Event description:
It was reported that the patient experienced a return of symptoms since the beginning of 2012. It was stated that they had increased the dose a couple of times and they had only given 2-10% increases since 2012. It was noted that they attempted a bolus dose. The order for the bolus dose was 30mcg, but the patient refused this amount and only 10mcg was given on (B)(6) 2012. At the end of (B)(6), the patient returned and a 10% increase in dosing was done. The needle position was confirmed via x-ray, but they were only able to aspirate 1/4cc of fluid and 'nothing more'. The health care provider (hcp) decided at that time not to inject dye due to the aspirating issue and so they pushed the 1/4cc back and stopped the procedure. It was later reported that the device was prophylactically removed to avoid in-vivo battery depletion but replaced with another device. There was a catheter dye study done and it was within normal limits. The patient's outcome was reported as recovered without sequela. The drug delivered via pump was lioresal.

Event description:
Additional information received reported that other than multiple sclerosis, the patient also had a history of lyme disease. The patient was confined in a wheelchair and had significant lower extremity spasticity. The doctor increased the flow setting to relieve patient¿s spasticity but the spasticity continued to ¿worsen.¿ it was noted that patient¿s feet were bothering him. Additional information received also reported that the cause of event was battery depletion and unable to inject dye into catheter to evaluate pump function. Catheter dye study was done on (B)(6) 2012 but dye was not able to be injected into the catheter. Pump exploration done on (B)(6) 2012 found that pump was ¿functioning¿ and it was replaced due to end of life. The new pump was filled with medication at the time of the surgery.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.